Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The device was removed and it was noted that the stent came off the balloon prematurely outside the patient's body.